Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the implant fit is maintained. On the pelvic view, there is a left hip arthroplasty dislocation. Bone quality is markedly osteopenic. The left hip acetabular implant abduction angle measurement is limited by patient rotation but measures approximately 38 degrees. There is malalignment with a dislocation as noted. No evidence of loosening, wear or other abnormality. No evidence of fracture. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant products: unknown liner; unknown biomet bi-metric stem; unknown zimmer trilogy longevity constrained cup. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 02126.

Event description:
It was reported patient has been indicated for revision due to dislocation; however, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable.